Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. No unexpected vibration was noted during testing. Unable to perform functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads. The pump was received without the original pump belt clip. No damage on the belt clip slot was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she swam while wearing her insulin pump for approximately 30 seconds. The device began to turn on and off during the night. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the moisture exposure. There was fluid visible inside of the insulin pump; there was water inside of the reservoir compartment. Whenever she would press the act button the display would go blank. The device was also vibrating without an alarm or alert. The device had also gone blank immediately after its exposure to water. The insulin pump was returned for analysis.